Event description:
During laparoscopic gastric bypass surgeon using echelon 60 stapler with green staple load, at some point during firing of this load staple stuck in tissue, and pulled partially out. Needed forceps for tissue - no complications